Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced healing issues at the implant site. Subsequently on (B)(6) 2015 the patient was administered general anesthesia to facilitate removal of healing cap and placement of cover screw onto the fixture. The implanted device remains.